Event description:
In 2008, cochlear americas became aware of a reported case of meningitis in a nucleus cochlear implant recipient. The patient, a male, reportedly had been vaccinated with pneumovax. Details on the timing of the vaccination are unknown at this time. The pt contracted meningitis approximately four months after cochlear implant surgery. The pt reportedly had inner ear malformation and had a csf leak during the cochlear implant surgery. Details of his admission to the hosp, the bacteria cultured and the course of the meningitis are unknown at this time. The pt died the same day. Further information has been requested and will be forwarded to the FDA when it available.

Manufacturer narrative:
This type of event is addressed in the device labeling.